Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v890048, implanted: (B)(6) 2012, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the stimulator was not working. The patient thought she maybe had to recharge the implantable neurostimulator (ins). She fully charged it, then turned the stimulator off and back on again, but nothing happened; the stimulator was not working. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.